Manufacturer narrative:
The provided cause of side rail detachment is in line with the results of the investigation at the manufacturer site. Pushing the s-side panel out from inside of the bed / leaning against side rail e.g. To make additional place on the bed is one of te factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail detached due to excessive external force applied. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the patient was leaning against the side rail and detached it. Screws responsible for holding the panel were ripped off. There was no fall. No injury was reported.